Manufacturer narrative:
Visual inspection of the returned component identified that the dovetail was compressed on one side and flared out on the other side. Minor nicks and gouges were also noted on the component backside. Measured dimensions were conforming to print specifications. Review of the device history records did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. The compressed dovetail indicates the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during a procedure, the articular surface was not able to be seated in the tibial plate.